Event description:
It was reported that the patient experienced frequent dizziness and syncopal episodes. The ventricular lead exhibited oversensing and capture issues due to clavicular crush. The lead insulation was abraded in the a rea of the crush. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.